Event description:
It was reported that a device turns off by itself. It was also reported that there is no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted. Manufacturer report no. 1314492-2013-00417 is related to the same event.